Event description:
Pt was revised because of pain. It was discovered the locking ring failed due to poor cup positioning; it was in 10 pieces. Some were ground into the articulating surface of the bearing; and the ceramic head was partly discolored where contact was made with pieces of locking ring.